Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 400 mg/dl. Customer stated that he was traveling and unable to remove the reservoir from the insulin pump so he used an ink pen to push insulin to his body. Advised and expressed concern to customer about the method he was injecting insulin and customer was aware that it was a bad way to administer insulin. Customer reported that alarm was resolved by a complete set change. Customer does not want to return the set and reservoir for analysis. Customer mentioned that he was ware why the no delivery occurs. Advised the customer the infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).